Event description:
During product evaluation, an increased intra-peritoneal volume (iipv) event was identified in the homechoice's event log, which occurred in the therapy initiated on (B)(6) 2012 at 04:29:06h. The details of the iipv event were as follows: during night drain cycle six, the patient's ultrafiltration reading was 2062ml, indicating the home patient (hp) drained 1587ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration (uf) removal set too low. If any additional information is received, a follow-up will be sent.